Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l79094, product type catheter. (B)(4).

Event description:
The patient stated that their first pump was in six years and then it stopped working. Their healthcare provider (hcp) let them know when it was time for replacement. The patient thought they could do without the pump, but they found themselves balled up in the bathroom and puking for a week. An emergency surgery was scheduled to implant the new pump. The patient stated that they walked out of the hospital and felt reborn. The medication infused at that time was unknown. The date of pump explant was not provided.